Event description:
The customer reported that the sys locked up during the boot process and failed to properly boot. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5vdc power supply was evaluated and confirmed to operating properly. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and returned to svc.